Event description:
It was reported that there was a catheter fracture of the distal segment. The patient had presented with withdrawal phenomena of itching and spasms. An x-ray was performed on (B)(6) 2013. There was no hospitalization and the patient recovered without sequela. The patient wanted the catheter fixed, but the surgeon was unwilling to replace it. The system was infusing lioresal. This information was previously reported in manufacturer report #3004209178-2013-07312, though upon further review it was suspected that this was a separate event.

Manufacturer narrative:
Concomitant products: product ID 8709sc,serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).